Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker visited the hospital with symptomatic bradycardia. During interrogation, this pacemaker was observed to be in end-of-life battery status. Also, the patient experienced syncope. The pacemaker was explanted and replaced successfully with a new device. No additional adverse patient effects were reported. The device is expected to return.